Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on 04/11/2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings and white residue contamination were observed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box d: device details were missed to captured in previous report and it was updated in this report. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated, and manufacture date was missed to captured in previous report and it was updated in this report.